Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault and driveline power fault alarms that were indicative of corrosion caused by fluid ingress. Although a specific cause for this event could not be conclusively determine through this investigation, it was reported that the alarms began after the patient took a shower, and the patient admitted they could have better dried their hands when transferring items from the shower bag to the consolidated bag after the shower. The system controller event log files collectively contained events from (B)(6) 2025, per the timestamps. Multiple driveline communication fault alarms associated with com a and com b faults were captured beginning on (B)(6) 2025. Additionally, driveline power fault alarms associated with power a broken and power b broken faults were captured beginning on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ section 6 of the IFU also warns the user to ¿never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, including driveline communication and driveline power faults, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power and communication faults, and the recommended actions associated with each. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced 15 driveline communication fault alarms and 10 driveline power fault alarms after taking a shower. These alarms stopped shortly after the shower but remained until cleared in clinic on (B)(6) 2025 using the system monitor. The patient waited more than 20 minutes, and the alarms did not reoccur. The patient was discharged home. Log files were submitted for review and captured driveline comm fault alarms beginning 1004 on (B)(6) 2025. These were followed by driveline power fault alarms beginning at 1021. The alarms appeared to stop at 1358. The site reported that it appeared that the patient used the shower bag appropriately, but patient noted they could have done better in ensuring their hands were dry when transferring items from the shower bag to the consolidated bag. The patient had an additional driveline power fault on (B)(6) 2025, and the system controller and modular cable were exchanged, however, shortly after the exchange the alarm reoccurred on the new system controller. The alarm was cleared and reoccurred again. The alarm was permanently silenced, and the patient was discharged. The clinic noted that the alarm reoccurring could indicate an issue on the pump side of the driveline. Additional log files were submitted for review which confirmed the ongoing alarms. The pump appeared to be operating within normal parameters. On (B)(6) 2025, the modular connector was cleaned following replacement of the equipment. Connector cleaning was completed by tech services. Visual inspection of the driveline noted small bends above the controller connector. Driveline power fault alarms were active. Tech services then performed the first phase of cleaning by scrubbing the inside of the connector (60 seconds). Upon reconnection, driveline communication fault alarms appeared. Isense data analysis showed no change. Tech services then performed the second phase of cleaning by scrubbing out the pin holes (60 seconds). Upon reconnection, the alarms resolved. Isense data analysis showed significant change (a and b mostly overlapping apart from small separations no more than 0.01). The modular cable was not cleaned or replaced as it showed no signs of damage/oxidation contamination.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.